Manufacturer narrative:
Concomitant medical products: dtpa2d1, crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had concerns their device was not functioning appropriately and was being evaluated for shortness of breath. There was also possible undersensing on the right atrial (ra) lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.